Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for the reported device could not be reviewed as the serial number was not provided. If the serial number is provided, a DHR review will be performed. Cvrx ID# (B)(4)

Event description:
A barostim system was implanted. The patient reported via facebook that, the day after implant they experienced a stroke. An attempt was made to follow up with the patient; however, the patient responded via a facebook comment stating that they could not speak after the stroke. The patient was unable to be identified, and no additional information on the event was received.